Event description:
It was reported, the pt's ipg recharge burden had increased and she was charging almost daily. The ipg was explanted and replaced with a non-rechargable ipg. It was reported the issue had resolved as a result of the surgery.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.